Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following predilitation with a 2.0x20mm balloon, a 2.75x32mm synergy drug-eluting stent was advanced for treatment. Stent underexpansion was noted and dilatation was performed with a 2.75mm x 15mm nc emerge balloon catheter. The balloon ruptured upon inflation at 16 atmospheres and the procedure was completed with a 2.75x15mm non-bsc balloon catheter. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Device was evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, and the device was bloody. Analysis of the tip, balloon (and markerbands), inner/outer shaft included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, a complete separation in the balloon material located 16mm from the tip of the device, and the inner shaft was damaged (stretched) approximately 3mm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following pre-dilitation with a 2.0x20mm balloon, a 2.75x32mm synergy drug-eluting stent was advanced for treatment. Stent underexpansion was noted and dilatation was performed with a 2.75mm x 15mm nc emerge balloon catheter. The balloon ruptured upon inflation at 16 atmospheres and the procedure was completed with a 2.75x15mm non-bsc balloon catheter. There were no patient complications nor injuries reported and the patient was stable.